Manufacturer narrative:
Date of report : 06jun2019, date rec¿d by MFR : 03jun2019. A touchscreen assembly was returned to the fi(failure investigation) lab for evaluation. A visual inspection was performed and revealed no damage or contamination. The customer complaint of ¿touchscreen calibration failed ¿was unable to duplicate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04feb2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a touchscreen failure. The touchscreen would not calibrate. Reportedly, only half of the touchscreen would calibrate and the left side of the touchscreen would not calibrate at all. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.